Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the intensive care unit. During insertion, when threading the dilator over the wire, it became kinked. As a result, the dilator tip became deformed. A new kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that during insertion, when threading the dilator over the wire it became kinked. As a result, the dilator tip became deformed. The issue was confirmed. One dilator, cv-15703 lidstock, and a guide wire inside a 3-lumen 7fr x 20 cm catheter was returned. The catheter/guide wire assembly had a severe kink located 115 mm from the juncture hub. Upon removal from the catheter, the guide wire was found to have kinks located 27, 28, 41.5, 44 and 45 cm from the j-weld. A manual tug test determined that both welds were intact. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter was measured at .803 mm, which was also consistent with the guide wire graphic. Upon removal of the guide wire, a slight kink remained in the catheter body. A lab inventory .032" diameter guide wire with a measured diameter of .806 mm passed through the distal lumen without resistance. The body of the dilator had a slight bend. Microscopic inspection found the tip of the dilator to be deformed with a whitish appearance indicative of stress. Other remarks: the inside diameter of the dilator tip could not be measured because of the damage. The undamaged section of the returned guide wire was passed through the dilator without resistance. The instruction booklet contains insertion procedures and warnings / precautions to minimize the likelihood of component damage during insertion. A device history record review was performed and did not reveal any manufacturing related issues. Based on the time of discovery, reported information and condition of the sample, operational context caused or contributed to the event. No further action will be taken.